Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The caller was on the way to the hospital. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.